Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath and imaging window assembly. The rotator and imaging core assembly could not be pulled out from the hub to inspect for imaging core windup due to the damage in the device. Microscopic inspection revealed the imaging window was detached and twisted in the lapjoint section. Impedance test showed an electrical open at the proximal wave form. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable at 150cm to the most proximal.

Event description:
Reportable based on device analysis completed on (B)(6)2023. It was reported that visualization issues occurred. The patient presented with arterial vascular stenosis. The opti cross hd imaging catheter was selected for ultrasound examination of the target lesion but could not show the image. The procedure was completed with another of the same device. No patient complications were reported and the patient status following the procedure was stable. However, device analysis revealed the imaging window detached in the lap joint section.